Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "operator error - negligence". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient was experienced leaking from the purewick female external catheter. Stated that they did troubleshoot with wicks placement, and they would try if still experiencing leaking would call back. Customer stated that they never received instruction book and sent request for new instruction book to be sent. It was noted that the patient had been using the purewick products for more than 90 days.

Event description:
It was reported that patient was experienced leaking from the purewick female external catheter. Stated that they did troubleshoot with wicks placement, and they would try if still experiencing leaking would call back. Customer stated that they never received instruction book and sent request for new instruction book to be sent . It was noted that the patient had been using the purewick products for more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.